Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: every time she uses a cartridge from a certain box, she has a high blood glucose (bg). She has had the box for 2 months, and stopped using it before because of issues. She reports that she forgot and used a cartridge from that box on sunday and it resulted in a bg 275 mg/dl with no symptoms. Reviewed filling technique is correct, said no damage to cartridge or packaging, and no leaks. Per patient have 2 left from box and 1 that she used on sunday. Per patient after 267mg/dl bg, she changed only cartridge, kept same tubing and infusion set, and bolused. Said bg returned to normal range. Customer technical support (cts) advised patient to return the remaining cartridges from the suspect box. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported due to the allegation of cartridge malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.